Event description:
Allegedly surgeon found out a separation of the tibial base and the tibial insert after about two months. Revision surgery has been completed and product returned.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Additional information has been requested from the surgeon. This report will be amended when the investigation is complete. This event occurred in another country the following dates are estimated. Only the month/year is known.